Event description:
It was reported that the customer received a button error alarm on her insulin pump. Her blood glucose level was 103 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and scratched case noted during visual inspection. No button error alarms noted. No button response due to moisture damage on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.